Event description:
A report was received that the patient was frequently charging the battery as it did not hold as much charge as it used to. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was frequently charging the battery as it did not hold as much charge as it used to. The patient will undergo an ipg replacement procedure.